Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was that whenever the therapy was turned on, even on the low setting, the patient felt the vibration inside of their body. Caller stated that the implanted neurostimulator was on the patient's right hip and that the patient would feel the vibration on their left side. Caller confirmed that this was something new that they had been feeling. Caller said that if they turned the stimulation up for the patient, the stimulation would vibrate stronger and hurt the patient. Caller noted that they thought that they were using group a. When asked for the event date, caller said that it had been about two weeks. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient said it felt like a vibration feeling. The physician said it was up too high. They determined what caused it. The doctor told them not to put the stimulator up high. She put it up where it is supposed to be. The issue has been resolved and is working fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.